Event description:
It was reported that the clamping jaw of the device has fallen out.

Manufacturer narrative:
The reported event of the two detached silicon insertions of the k-wire cutting pliers could be confirmed but not determined. Based on the currently available information, the root cannot be determined if the cause can be attributed to a user-related issue or not. It is clearly visible though that both silicon insertions have indeed completely fallen out / detached (returned that way). ¿it was reported that the clamping jaw of the device has fallen out, please see attached picture.¿ unfortunately we were not able to determine the exact cause of the reported problem as we have not had sufficient information in order to verify this. The pin penetrations on both silicon insertions are clearly visible; also the pins are still intact and well in position. Therefore we can eliminate an assembly error. Some marks and corrosion are evident on figures 5 & 6 which may indicate that the silicon insertions may have been removed (possibly during sterilization / cleaning / maintenance). It can be stated that the silicon insertions should not be removed during decontamination. Additionally, according to the cleaning and sterilization guide (l24002000) it is recommended to rinsing the medical devices with fluent water or transfer of the medical devices into a bath with an aldehyde-free disinfectant solution, directly after application (within a maximum of 2 hours postoperatively). This will help that residues could not be settled. The tool as such is still in perfect condition. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It was reported that the clamping jaw of the device has fallen out.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.